Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Pending additional information.

Manufacturer narrative:
(B)(4). Buckled knife. The initial analysis was performed at lakeland regional medical center. The (B)(4) device was found with the anvil closed with tissue present in the jaws, the closing lever broken and missing and the firing mechanism jammed enabling the clamping mechanism to open the device. The reload was forced out of the device in order to remove the tissue. The reload was noted to be partially fired. After further analysis of the reload an indentation on the cartridge deck was noted at the point where the firing mechanism had stop. This is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run on the firing strokes. If enough force is applied to the firing trigger the firing mechanism will jam. No further analysis of the device could be performed at the lakeland regional medical center, and was sent for further analysis to the ethicon endo surgery complaint analysis laboratory. The device was received at the complaint analysis laboratory on (B)(6) 2011 for further analysis. The device was disassembled to review the conditions of the internal components and the knife was found buckled at the articulation joint not permitting the firing mechanism from moving forward or back to the home position therefore not being able to return the knife and open the device. The damage to the knife is consistent with the observations made with regards to the damage reload due to clamping over a hard object. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction are included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure on the second firing, the device was closed on tissue and then it was fired and when it was fired, the firing trigger snapped and then the device was also stuck on tissue. This occurred on the second firing stroke of the second firing. The device had to be cut off the tissue. The surgery was very low in the pelvis and this caused the patient to get a permanent colostomy. There was no adverse consequence to the patient. One device will be returned once risk management releases the device. On what tissue type was the device used? Bowel tissue. At what location on the tissue? Bowel tissue. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Beginning of the second firing. During which stroke did the event occur? Beginning of the second stroke. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? If so, which product? Na. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? If so, when? Asku. Were any of the forces higher or lower than expected (closing, firing, or opening)? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? Yes. They had to cut it off tissue.